Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Visual examination revealed multiple kinks along the whole device. The hypotube is separated 27.6cm from the hub and it appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. The balloon was still tightly folded prior to inflation testing. The balloon was inflated to rated burst pressure (rbp) and held pressure for 5 minutes.

Event description:
Reportable based on device analysis completed on  24-jan-2019. It was reported that failure to inflate was encountered.   The target lesion was located in the left circumflex coronary artery (lcx). A 2.75mm x 8mm quantum maverick balloon catheter was advanced. However, during post dilate, balloon failed to inflate and was removed successfully. The procedure was completed with another balloon. There were no patient complications reported. However, returned device analysis revealed shaft break.